Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Event description:
It was reported that the patient's ipg became inoperable after an MRI. It is unknown if the ipg was set to MRI mode. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The reported observation of ¿connection problem with the generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s procedure.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.